Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver overheated. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.